Event description:
During preventative maintenance of the device, the user reported that the heater cooler valve made a buzzing noise. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.